Manufacturer narrative:
Date sent: 07/19/2007. The analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the jaws jammed partially closed. Upon disassembly of the instrument the antibackup teeth were noted to be worn out, the lockout mechanism was broken and the handle post was found to be broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device jammed, when they were trying to load the device preoperatively. Another like device was used to complete the case with no pt consequence.